Event description:
It was reported that the patient was admitted for weakness and acute-on-chronic kidney disease. It was not pump related and the pump was working effectively at time of admission. The controller screen was barely visible and there was an obvious tear in the silicone pulling away from the percutaneous lead. There were no alarms on interrogation noted. The patient's wife stated it had been there for a bit of time and the screen had been that same way. The patient has dementia and was rough on equipment. Rescue tape was placed on the silicone pull away with plans of clam shell in the near future. Ensured therapeutic international normalized ration (inr) for 3 days before exchange of controller on (B)(6) 2022. The controller exchange was tolerated well without incident. No further issues. The spouse informed during the time of the exchange that the patient submersed themselves in the bath tub without the spouse initially knowing. Related manufacturer report number of controller: 2916596-2022-12686.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Furthermore, the report of a tear in the silicone of the patient¿s driveline was confirmed based on an onsite evaluation by an abbott representative, as well as the submitted photograph. The account later provided a photograph of the driveline, which showed that there was a tear at the distal bend relief of the driveline, near the metal connector. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26may2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists renal failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. The heartmate ii lvas patient handbook is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022 a clamshell repair was successfully performed. A timeframe could not be provided for the tear in driveline before patient admission.